Event description:
It was reported that the ventilator generated a technical error code indicating a patient category mismatch between breathing and monitoring subsystems. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information the device generated error indicating a patient category mismatch between breathing and monitoring subsystems. Information about defective part and repair was not provided. This error is indicating that the software error occurred. Patient category was mismatch between breathing and monitoring subsystems (mismatch is between the range of the inspiratory valves and the expected values). Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has not been determined.